Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the locking portion on the aspiration needle would not work. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint about the locking portion on the aspiration needle was not working was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected and prevented by following the instructions for use: ·push the needle slider in the distal direction until it stops. Confirm that the needle slider clicks and moves smoothly and confirm that the needle extends approximately 20 mm from the distal end of the sheath. ·do not extend the sheath from the distal end of the endoscope without confirming it in the endoscopic field of view. Otherwise, it could cause patient injury, such as perforation, pneumothorax, bleeding, or membrane damage. It could also damage the endoscope and/or instrument. ·operate the instrument slowly and only when the needle is visible in the ultrasound image. If the needle is not visible in the ultrasound image, stop piercing and pull the needle slider until it clicks. Otherwise, it could cause patient injury, such as perforation, bleeding, or mucous membrane damage. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. Olympus will continue to monitor field performance for this device.